Manufacturer narrative:
Product event summary: analysis found no anomalies with the catheter. Concomitant products: product ID 70256034 catheter. :(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the printed circuit board assembly was out of electrical specification.

Event description:
It was reported that during the use of the radiofrequency (rf) generator, an error message was displayed. Despite the generator being rebooted, and the batteries changed, the error message remained. Of note, there was also a "burnt odor" coming from the generator. The status of the generator is unknown; the catheter will be returned. No patient complications have been reported as a result of this event. It was further reported that the rf ablation generator was returned for service.

Event description:
It was reported that during the use of the radiofrequency (rf) generator, an error message was displayed. Despite the generator being rebooted, and the batteries changed, the error message remained. Of note, there was also a "burnt odor" coming from the generator. The status of the generator is unknown; the catheter will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.